Event description:
The customer stated an architect i2000sr analyzer generated a falsely elevated ca 19-9 result for one patient sample. The analyzer generated a ca 19-9 result of 41.6. The sample was sent to a reference lab and a ca 19-9 result of 20.6 was generated (method unknown). The falsely elevated ca 19-9 result was not reported outside the laboratory and there was no adverse impact to patient management reported.

Manufacturer narrative:
(B)(4). A follow up report will be submitted when the evaluation is complete.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, accuracy testing, and a review of labeling. The customer stated an architect i2000sr analyzer generated a falsely elevated ca 19-9 result for one patient sample. The trend review identified normal complaint activity for the issue under investigation. The ticket review for the likely cause lot identified normal complaint activity for the issue under review. Accuracy testing was completed to evaluate reagent lot 14778m500 and acceptance criteria was met. Labeling was reviewed and found to be adequate. Based on the investigation no product deficiency was identified.